Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch delica lancing device had developed an ejector control issue when they were visiting japan. The complaint was classified based on additional information obtained during a follow up call with the patient. The patient reported that the ejector control issue started on an unknown date during the ¿week of (B)(6) 2014¿. The patient manages their diabetes with a combination of diabetes medications including humalog, glipizide and metformin (dosages unknown). In response to the ejector control issue the patient did not make any changes to their diabetes management routine, but stated that they carried extra food with them as a precaution. Later on the same day as the product issue first occurred the patient developed symptoms of ¿sweaty, fever, shaky and nervous¿, which they associated with having low blood glucose levels. In response to these symptoms the patient ate more food/drink in order to increase their sugar levels. The patient was unable to test their blood glucose at any point during, or in the lead up to, this incident because of the lancing device issue ¿ and this is the main contributing factor which they felt led to them becoming symptomatic. At the time of troubleshooting, the customer care advocate noted there was no misuse of the device, the patient was using the correct lancets and the meter had been in use for ¿1 week¿ prior to the alleged product issue. The patient¿s lancing device was requested for evaluation and a replacement product was sent to the patient. This complaint is being reported because patient was unable to test their blood glucose due to the lancing device issue. This led to them suffering symptoms which are suggestive of serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.